Event description:
The user facility reported that the device overheated during testing prior to surgery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during testing prior to surgery.there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d10